Event description:
User facility reported that after the device's inserter was removed from use, the needle would not fully engage into the safety mechanism. No needlestick or injury to user took place.

Manufacturer narrative:
Device evaluation: one used product sample was received for evaluation. Visual inspection of the returned sample observed score lines extending up the wall and to the top of the capture shelf. This visual evidence is consistent with the needle having been pulled upon with excessive force past the capture shelf, leaving the needle tip exposed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.